Manufacturer narrative:
The olympus field service engineer (fse) reported that the lamp was shifting at the spare lamp and a 103-error code was present on the visera elite xenon light source. These issues were found during a routine inspection by the fse. The device is expected to be returned but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported that the lamp was shifting at the spare lamp and a 103-error code was present on the visera elite xenon light source. There was no procedure or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the spare lamp was lit with e103 displayed without the main lamp being lit due to a failure of the converter unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.